Event description:
Caller reported that pump button was not working. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.